Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.